Event description:
A dye study was done which showed subcutaneous leakage from the port. The physician removed the port and occluded the end of the catheter and no leaks were observed. The physician still thought there had been subcutaneous leakege from the port. The port was removed and replaced.